Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
On (B)(6) 2025, the patient experienced high blood glucose levels exceeding 13 mmol/l, which impaired her ability to drive safely. Due to her condition, an ambulance was called, and paramedics attended to her at home for approximately 30 minutes. During this time, she was treated with glucose tablets. The pod was discarded.